Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt information such as height, weight, and pt activity is unknown. Based on the available information a definitive cause cannot be determined. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in early 2008, and that the pt was revised ten months later, due to loosening.